Event description:
Same as MFR report: 3005188751-2011-00181 and 2030404-2011-00268. It was reported while creating geometry using an inquiry optima catheter during an atrial fibrillation ablation procedure, the pt developed cardiac tamponade, a brk needle and swartz braided introducer were used to access the left atrium. While using the inquiry optima catheter, a non sjm ablation catheter and ensite navx to create geometry, it was noted the cardiac silhouette was no longer moving. The pt had developed cardiac tamponade. A pericardiocentesis was performed and the pt stabilized. The procedure was not completed.

Manufacturer narrative:
Method eval: the device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.